Event description:
It was reported that a user called for assistance pairing a freestyle libre 3+ sensor after experiencing a ¿dosing stopped¿ alert when attempting to resume use following a lapse in sensors and expiration of bg run mode; the replacement sensor was confirmed to be in warmup with 30 minutes remaining, and education was provided on expected behavior. No reported symptoms. Outcomes included temporary loss of automated therapy until sensor warmup completion and bg run re-establishment. Investigation included a review of sensor status and user guidance on proper pairing, warmup expectations, and bg run workflow. Investigation of this case revealed that the event was consistent with expected device behavior during sensor warmup and after bg run expiration, with no device malfunction identified. It was concluded, based on previously established findings for similar reports, that user workflow and sensor warmup timing were the likely causes.